Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. No air noted, patient not affected. Res vol is 76.5, rate is 2.2, given 23.5 no further information available.